Manufacturer narrative:
This report is submitted 28 july 2020. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was explanted on (B)(6) 2019 for medical reasons that were unrelated to the device. The patient was re-implanted with a new device on the same day.